Event description:
On may 6, 1998 npb rec'd info alleging a nellcor puritan bennett n-180 had provided high spo2 rate. The failure was found while performing a periodical check. The failure was isolated to the mp203 board within the unit. No pt involvement.